Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that communication was lost during longevity calculations. No patient symptoms were reported, the patient would continue to be monitored.